Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery for extension after fixation at l3-4-5 + s / iliac. Intra-op, tip of the obturator broke which was used to remove the set screw. There was a delay of less than 60 min in overall procedure time as a result of this event. No fragment of the implant or instrument remaining in the patient. No health damage in the patient was reported due to this event.

Manufacturer narrative:
Product analysis result: visual functional hardness dimensional visually confirmed approximately ~3 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted. This type of damage is consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.